Event description:
During a procedure, a company representative observed that the device had a long strand of thread that pulled from the end of it. The thread did not detach from the device, and there were no threads left in the surgical site. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences.

Event description:
During a procedure, a company representative observed that the device had a long strand of thread that pulled from the end of it. The thread did not detach from the device, and there were no threads left in the surgical site. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences.